Event description:
It was reported that during a thoracscopy the device failed on the initial firing and could not be removed off of the tissue. The device was not reloaded. The device was excised from the tissue.